Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that the patient's stimulator was getting all different screens to come up and the patient could not get it to turn on. No symptoms reported. No further complications were reported or anticipated.